Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker delivery system separately from the probe aperture once the spring is exposed creates the possibility of it catching on one of these edges. As a mitigation step to address this risk, we provide instructions within the instructions for use: directions: remove the delivery system and mammotome probe together as a single unit from the site, properly dispose and obtain images to confirm marker placement. Based on the patient consequence of an unintended piece of the device in the biopsy site, and the additional surgical procedure to remove, and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
Devicor medical products, inc. Received a report from affiliate, devicor medical (B)(6), stating, during the procedure while placing the clip, the radiologist, pushing strongly before deployment and pulling back vigorously with the device in the breast, caused the plastic tip of the marker to shear off and end up inside the breast with the clip. The radiologist was aware as the plastic tip was visible, in the breast, on the post procedure mammogram. An additional surgical procedure is necessary to remove the broken tip. The patient was scheduled for removal of the tip (B)(6) 2019. This has been documented in our system as record # (B)(4).